Manufacturer narrative:
MDR being submitted as a result of a retrospective complaint review. No evaluation possible. The implant in question has not been returned nor has the identifying lot number been provided.

Event description:
When the rod was being placed during the translation/rod de-rotation maneuver one of the bushings in the uniplanar screw rotated so that the rod could not seat into place for set screw insertion. In order to get to the screw, the surgeon had to take part of the construct apart losing his fixation in the process. Once he did this, it was impossible to rotate the bushing back due to it being crushed in place by the axial reducer. In this situation, the surgeon's only option was to remove the screw and replace it with another.